Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Engineering evaluation state that based on the device examination performed, no manufacturing anomalies were identified.

Event description:
During treatment for a stenosis in the patient's axillary artery, an 8fr sheath was used to advance the gore viabahn endoprosthesis over a .035 guidewire. The gore viabahn endoprosthesis was placed at the target lesion and deployment was initiated. The deployment line broke when the gore viabahn endoprosthesis deployed about half way. The partially expanded gore viabahn endoprosthesis was removed without any issues. Another gore viabahn endoprosthesis was used to complete the procedure. The patient did not experience any adverse consequences.